Event description:
Reported due to device break requiring surgical intervention. The physician attempted to an arteriotomy closure with the closer s device following an interventional procedure. Fluoroscopy was performed prior to the procedure with the following results: vessel sie was "five (5) millimeters or more as indication," there was no apparent vessel tortuosity or calcification and the site was confirmed to be in the common femoral artery (fca). Also, the pt did not have any scar tissue at the groin site. Reportedly while inserting the device, the physician used an insertion angle that was "lower than recommended." The physician used "excessive manual compression" while simultaneously pulling back on the plunger. This excessive force caused the sheath to break off in the vessel. The pt was taken to sugery where hemostasis was achieved, and the sheath was retrieved from the vessel. The pt is described as being "fine, with no injury and no complication." It was noted that the incident did not cause a delay in the pt's hospitalization.